Event description:
It was reported the bd microtainer® sst¿ tubes had insufficient gel in tube (sst and pst all types). The following information was provided by the initial reporter: the customer noticed they are "getting quite a few tubes with no separation gel in them.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided by the customer for investigation. Three (3) photos showed one used tube from a side view and two photos showed one (1) used tube from a bottom view. The barrier gel was not visible inside the tubes from the photos that showed the tubes in side view. It was not possible to evaluate the reported condition from the photos that showed the tubes from a bottom view. Fifty (50) retention samples were visually evaluated for barrier gel attributes with acceptable results. A review of the device history records was completed for lot 9282040. All in-process and final inspections were in compliance with requirements. There was one breakdown maintenance order reported during the assembly line run. Breakdown was unrelated to the barrier gel dispense station and no quality issues were associated to the machine intervention reported. No non-conforming material reports (ncmrs) were generated for this lot. Based on the investigation results to date, defect was confirmed via the customer photos. Retention samples were evaluated with acceptable results. Device history record (DHR) was reviewed and no issues that could lead to the reported condition were noted. While a root cause was not identified, a manufacturing issue was not ruled out. Awareness of the complaints were provided to manufacturing. In addition, increase in the cleaning frequency of vision system cameras; backlights; strobe lights and sensors will be implemented on or before 08jul20. The site will continue to monitor the reported issue to determine if any additional actions will be needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® sst¿ tubes had insufficient gel in tube (sst and pst all types). The following information was provided by the initial reporter: the customer noticed they are "getting quite a few tubes with no separation gel in them."